Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -03.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. Claim# (B)(4).